Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend. The customer¿s blood glucose was 137 mg/dl and the sensor glucose was 46 at the time of incident. Sensor was reading 47 at the time the suspend activated. The customer was informed that the difference between the blood glucose and sensor glucose readings was not in the acceptable range. The customer also received calibration error and change sensor alerts. The customer declined to review insertion and calibration best practices. The sensor will be returned for analysis.